Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was taken to the emergency room due to extreme high blood glucose on (B)(6) 2016 with blood glucose of 685 mg/dl. Customer did not mention any significant event leading to high blood glucose issue. The customer experienced symptoms such as being lethargic, sick to the stomach, and traces of ketones. The customer was treated with IV fluid insulin in the emergency rom (ER). Customer stated that the high blood glucose event began on (B)(6) 2016. Drive support cap was normal, high pressure test was not performed. Customer's blood glucose was 100 mg/dl at the time of call. The customer was wearing the insulin pump during the hospitalization. Customer declined further troubleshooting on high blood glucose issue. The insulin pump will not be returned for analysis.